Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. The cannula opening on the bottom housing was inspected and no signs of damage were found that would indicate the needle deployment was inhibited. No signs of scraping were found on the inside of the top housing. No issues were seen with the device or the data from the device. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400,  17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient activated a pod the needle had not deployed. The pod was not worn.